Event description:
The patient reported that their old pump flipped once before. No interventions, patient symptoms, drug or outcome reported. Further follow-up was being conducted to obtain information, if additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).